Event description:
Note: this report pertains to one of two devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report# 3005099803-2009-00998. It was reported to boston scientific corporation in 2009, that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tips of the both devices split. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.